Event description:
It was reported that air bubbles were observed within the cartridge tubing and infusion set tubing. Customer¿s blood glucose level had no adverse impact. Customer primed the tubing to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.